Event description:
Reporter indicated that an end of vitrectomy case, system lost pressure to eye; eye collapsed. Follow-up at 2 days post-op revealed pt developed a cataract. Stated that cataract was not uncommon in this type of case. No intervention taken at this time.